Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported aligners cutting their tongue. They have filed them down and have used ortho wax. They went to the next step aligner and they do not cut their tongue.